Manufacturer narrative:
B5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from rep. Rep responded with address, a replacement wireless recharger and belt was sent out.

Manufacturer narrative:
D4 : updated patient has two implants. Patient thinks at least one stimulator still works (they weren't sure if the other one was or not). It was unknown which stimulator might not work. Brand name: restore; product ID 97714 ( serial : (B)(6)); implant date : 2016-12-05 brand name: restore; product ID 37714 ( serial : (B)(6) ); implant date : (B)(6) 2012. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that both implantable neurostimulator rechargers (insr) for their stimulators and both patient programmers (pp) were stolen or had gone missing out of their garage. Agent asked, patient said they were still charging both stimulators up until a few months ago. Patient thinks at least one stimulator still works (they weren't sure if the other one was or not) as they were feeling some tingling sensation in their lower half, but not their neck. Agent reviewed lost/stolen process with the patient for the pps and transition from insr to wr (wireless recharger).